Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, surgery to place the magnet back into proper position has been completed (date not reported). This report is filed march 4, 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (date and tesla not reported). It is unknown if there are plans to replace the internal magnet as per the date of this report, (B)(4) 2014.